Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. During the investigation a secondary condition of multiple fpga reset/reprogram failures was detected. Analysis of the system logs showed evidence of multiple fpga reset/reprogram failures. This condition has a potential for patient harm. The most likely cause for the additional condition is traced to software coding. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. Internal process improvements have been initiated to mitigate this issue. The analysis noted that the microsd card was corrupted. It was reported that the screen displayed a power handle error and the software updates were unable to be installed. The reported issues were confirmed. The cause of the micro sd card corruption could not be reliably determined, but can be attributed to a component failure. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. Additionally, the evaluation detected an unreported condition of the oled screen having a burnt in section on the display that has no relationship to the reported condition. This issue can occur due to the display showing the same image on the display for a prolonged period. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle is showing the red circle which indicates a problem with the handle. To resolve the issue the sale representative first tried to reset it by holding down buttons, reset to same error. Then pulled the handle into vlex to see the logs. The handle immediately stated it needed to be upgraded to newest software, when representative agreed to install, it tried but timed out at 35%. There was no patient involvement. Pli-10: medtronic's initial evaluation of the incident found the cause of the reported condition of handle error screen is due to field programmable gate array (fpga) being unable to reset causing the motor test to fail. The cause of the fpga reprogram/resets can be traced to handle software.